Event description:
It was reported that the shaft break occurred. The patient presented with in-stent restenosis involving the proximal circumflex and left main coronary artery. A 3.50 x 30mm agent drug-coated balloon (dcb) was selected for procedure. The lesion was adequately prepared, and intravascular ultrasound (ivus) was utilized for assessment. During advancement of the agent balloon, the distal portion of the shaft broke in two. Both fragments were successfully retrieved without patient complications. The procedure was successfully completed with another agent device. There was no patient complications reported.